Event description:
An error message issue was reported with the freestyle libre sensor. The customer obtained a "replace sensor" message upon scanning and therefore could not obtain glucose scans. The customer experienced dizziness and "absences", and called his doctor who advised him to go to the emergency room. Upon arrival, the customer obtained a glucose result of 30 mg/dl on an hcp meter and was treated with serum and unspecified IV (customer could not recall) for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.